Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative reported that the revision was done because the patient was not receiving adequate coverage from the stimulation; it was noted that the date of the onset was not clear. A paddle lead was put in and the patient had recovered, receiving good stimulation coverage. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 3550-29, lot # n490261, implanted: (B)(6) 2014, product type accessory; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
The manufacturer's representative (rep) reported the patient had a revision in (B)(6) 2015 and that he worked with the patient regarding the revision. The rep did not remember the exact reason for the revision. It was noted the implantable neurostimulator (ins) was replaced during the revision because the operating technician dropped the patient's ins during the revision. There was nothing wrong with the ins other than it was dropped during surgery. Relevant medical history included lumbar radiculopathy and spinal pain.